Manufacturer narrative:
Correction to a1: patient identifier. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph found the check valve broken (came apart). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tap check valve broke apart on an unspecified access set during patient infusion. The set was used filled with fentanyl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.